Event description:
The pt's family member reported that pt rec'd blood glucose results in the 220's mg/dl for several days using the suspect device. Pt reduced their food intake and then continued to take their normal insulin dosage. Family member then called the ambulance and the paramedics checked pt's glucose at 41 mg/dl. Pt was treated with a glucose shot and rec'd an IV. A repeat test on the paramedics equipment was then 81 mg/dl compared to the suspect device of 228 mg/dl. Pt was taken to the ER. Glucose controls were not used on the system. It was also discovered that the family member had washed off "sticky stuff" from the vial of test strips under the faucet, exposing them to moisture. The suspect device was replaced with new product and then authorized for return to the MFR for eval.